Event description:
It was reported by the patient's spouse that the patient "went into cardiac arrest" and that the patient was not feeling good. The patient's spouse stated that the night prior, the patient went to the emergency department (ed) and their pulse was one-hundred and sixty beats per minute and that the ed staff had to "stabilize" them. The patient's spouse further noted that there was not a cardiologist at the ed and the staff wanted the patient to spend the night but the patient refused. The patient's spouse stated that it was caused because the pacemaker was "not working". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.